Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent ultrasound-guided placement of a right internal jugular vein cuff catheter. During the procedure, after puncturing the internal jugular vein with the puncture needle, blood flow was freely aspirated, and a guidewire was advanced 10 centimeters through the needle. However, the guidewire encountered resistance, and the guidewire was difficult to place. The guidewire could not be advanced further, nor could it be withdrawn after the initial insertion. Upon removal of the puncture needle, the guidewire was found to be lodged within the needle, preventing its passage through or withdrawal from the needle. There was no leak, a tego was not utilized, and there was no luer adapter issue. The insertion site was not treated prior to product placement. No other products were utilized with the device. Nothing unusual was observed on the device prior to use, and no other defects or damages were found on the product. No tools were used to remove the guidewire, and no excessive force was required to remove the guidewire. Subsequently, the puncture needle and guidewire were replaced, and a secondary puncture was performed. After puncture with the needle in the temporary catheter, the wire guide was successfully inserted into the cuff catheter of the right internal jugular vein, and the procedure was completed. The patient reported no discomfort, and no significant bleeding was observed at the puncture site. There was no blood loss, and no blood transfusion was required. There was no reported patient injury.